Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Bg cause was not known. Customer consumed carbohydrates to address bg. Review of the pump data logs verified that pump was working as intended. Customer acknowledged information.